Event description:
"Ntaneous" case was reported by a gynecologist and describes the occurrence of pelvic pain ("pain/pelvic pain") in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("pain with intercourse"). The patient was treated with analgesics and surgery (essure and tubes removed). Essure (ess205) was removed in (B)(6) 2018. At the time of the report, the pelvic pain and dyspareunia had resolved. The reporter considered dyspareunia and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 16-oct-2018: letter received from physician - event "pain with intercourse" added, outcome of both events was updated to "recovered " incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.